Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted (B)(6) 2005 along with concurrent laparoscopic supracervical hysterectomy due to sui and rectocele. It was reported that following insertion the patient experienced erosion, infection and urinary problems. It was reported that patient underwent mesh removal on (B)(6) 2011 for blood in the urine and mesh erosion into the bladder causing infections. Patient also experienced recurrent uti¿s, pain, inability to complete her bladder, pain during intercourse and stone formation on the mesh. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into the patient. It is also reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).